Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous test result of 0.266 ng/ml was reported out of the laboratory. Repeat testing on another analyzer produced a troponin test result of <0.04 ng/ml. This result was in normal range. It is unknown if there was affect to patient treatment. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
Sample was collected in lithium heparin and was centrifuged at 3000. Quality control was within the customer's established ranges. System checks were acceptable. On (B)(4) 2009, the field service engineer performed a system check and a 50 repetition precision run; both met specifications. No hardware issues were noted. Hardware was verified. Root cause was not determined for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.